Event description:
The following information was provided: it was found that the checkpoint pin used during mako surgery was left in the patient's body. Postoperative x-ray revealed it, so incision reopened and closed again after removal of the pin and procedure completed.